Event description:
It was reported that the home patient (hp) had a system error 2240 (air in set) alarm on the homechoice (hc) device during dwell 3 of 5, while the hp was connected. During troubleshooting, nothing was found that could have caused or contributed to the alarm. The technical service representative (tsr) explained the alarm to the hp, and the hp stated that they would restart therapy with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.